Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2015 and mesh was implanted. The patient experienced recurrent urinary tract infections and incontinence and underwent a cystoscopy on (B)(6) 2015. The cystoscopy showed tape erosion in the bladder. The surgeon believes the mesh was poorly placed/surgical error. It was further reported that it seems as if a perforation was missed at insertion. The mesh was removed on (B)(6) 2016 by lasering it out of the bladder wall. No additional information has been provided.